Event description:
The customer reported that the system intermittently locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The generator board battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.